Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. This device showed damage consisting of stretching and 1 fracture on the shaft located 6.7cm, from the hub. There were multiple small kinks located 122cm from the hub. There was stretching prior to the fracture. The damage is consistent with a tensile break of the device due to the lack of hydration before removing it from the carrier tube. The device was not completely separated, the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for a stretching and fractures.

Event description:
It was reported that a catheter fracture occurred. A 135/10 renegade hi-flo was selected for use. During preparation, the catheter was flushed and a few seconds after the flush was performed, high resistance was felt and it became difficult to remove the catheter from the carrier tube. The catheter was removed gently; however, a fracture was observed near the tip. The procedure was completed with another of same device. No patient complications were noted and the patient's status was stable.

Event description:
It was reported that a catheter fracture occurred. A 135/10 renegade hi-flo was selected for use. During preparation, the catheter was flushed and a few seconds after the flush was performed, high resistance was felt and it became difficult to remove the catheter from the carrier tube. The catheter was removed gently; however, a fracture was observed near the tip. The procedure was completed with another of same device. No patient complications were noted and the patient's status was stable.